Event description:
It was reported that one of the set screws was coming completely out of the header block. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found; it was noted that when the device was received, there was no ventricular tip setscrew.